Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call off no power alarm on the insulin pump. Customer¿s blood glucose level was 8 mmol/l. Troubleshooting for off no power alarm was performed. Customer advised the insulin pump turned off without warning and they received the alarm twice without a low battery alert. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit powered up properly after the test battery was installed. Then the unit was programmed and monitored for three days. No blank display, unexpected battery power loss alarm, unexpected off no power alarm or unexpected low batt alarm noted during testing. Unit passed the displacement test, rewind, basic occlusion test, self test and error test. The stop (idle) current and run current measurement tests are within specification. Unit also passed off no power alarm test. Unit was unable to prime during prime test due to faulty fsr (gold). Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly.unit had minor scratched display window, cracked case at display window corner, a small crack on the reservoir tube window, scratched reservoir tube window and partially broken reservoir tube lip. The battery tube was slightly corroded.